Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Received one accustick with original product label. Residue was present on the device indicating use/ handling. A visual examination of the accustick found only the 6 fr outer sheath was returned. The ro (radiopaque) marker was not present on the sheath. The sheath tip was torn in two places. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid distally over the sheath material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the markerband detached. The procedure was indicated for a nephrostomy tube placement. Access was made with an accustick ii. The wire was threaded. When the access sheath was removed, a markerband from the sheath fell off inside the patient between the skin and kidney. Due to the location of the markerband, no attempt to retrieve the markerband was made. The wire remained in place. The physician continued the procedure as intended by placing a nephrostomy tube over the wire and completed the procedure as planned. No patient complications were reported.

Event description:
It was reported that the markerband detached. The procedure was indicated for a nephrostomy tube placement. Access was made with an accustick¿ ii. The wire was threaded. When the access sheath was removed, a markerband from the sheath fell off inside the patient between the skin and kidney. Due to the location of the markerband, no attempt to retrieve the markerband was made. The wire remained in place. The physician continued the procedure as intended by placing a nephrostomy tube over the wire and completed the procedure as planned. No patient complications were reported.